Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced an infusion set was leaking at quick release event on (B)(6) 2024. The infusion set was in use for less than 6 days. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6003695 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code eakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 14, version 07 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test #2 according to with wiversion .25 test on returned reference samples, 10 samples out 10 samples passed the test. Batch review: the lot 5388855 was manufactured according to the documen version 71 on the packing process in the machine 12, on 29/may/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.